Event description:
While operating oscillating saw for open heart surgery, aorta was lacerated by saw. This was patient's second open heart surgery. It was felt that adhesions which formed after first surgery case caused aorta to be adhered to sternum contributing to the event.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.